Event description:
It was reported that, "every move he makes he feels major clunk. Patient wants to know if his knee was part of a recall."

Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon-prim tib baseplate, cat# 5520-b-500, lot# (B)(4). Triathlon ps x3 tibial insert, cat# 5532-g 511, lot# (B)(4). Triathlon asymmetric x3 patella, cat# 5551-g-381, lot# (B)(4). It cannot be determined which, if any of these devices may have caused or contributed to the patient's "clunk". An evaluation of the devices cannot be performed as the devices remained implanted in the patient and were not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.